Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra mini meter was displaying an ¿error 5¿ message. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019 between 8.00am and 9.00am, his ultra mini meter would display an ¿error 5¿ message and he was unable to obtain a blood glucose reading. The patient did not specify what medications he uses to manage his diabetes, and explained that he did not take any action in response to the alleged product issue. The patient advised the csr that ¿a few seconds¿ after the product issue began, he developed ¿blurry vision¿. The patient denied receiving any treatment for his symptom. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time and that the patient was following the correct testing procedure. The csr also noted that the test strip drew in the sample and that the test strips had been stored correctly and were within expiry. The csr walked the patient through a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because of the alleged issue.